Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.75x48mm synergy¿ drug-eluting stent, the physician noticed that there was a little edge or bump on the stent. The device was not used in the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable and in good condition.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 48mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. The 4th strut from the proximal end of the stent was lifted and pulled distally, one of the central struts was lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.75x48mm synergy drug-eluting stent, the physician noticed that there was a little edge or bump on the stent. The device was not used in the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable and in good condition.